Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: occlusion alarms were observed in the black box on (B)(6) 2014; the force at the time of the occlusions was high. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed that the sensor was detecting the correct force at 5lbs. The pump was exercised for 24 hours with no occlusions occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. An occlusion was induced during testing and the pump gave appropriate visual and audible "occlusion detected" alarms. Product analysis was unable to verify or duplicate reported absence of occlusion alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had wakened with a blood glucose (bg) of 600 mg/dl with nausea, thirst, symptoms of dehydration, but no ketones. During troubleshooting, customer support determined the pump had not emitted an occlusion alarm to alert the user to the issue. This complaint is being reported as the patient experienced hyperglycemia subsequent to the pump failing to alarm.